Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a left proximal cylinder tear with resultant fluid loss. The device was explanted and replaced. There were no patient complications.